Manufacturer narrative:
(B)(6).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night of (B)(6) 2025, the patient¿s caregiver inserted a new sensor into the patient¿s arm. Approximately 25 minutes into the warm-up period, an error message displayed: ¿sensor failed.¿ the caregiver removed the sensor and observed that the wire had detached from the wearable and remained embedded in the patient¿s skin. At 1:30 am on (B)(6) 2025 the patient presented to the emergency department (ed). The attending physician noted a lump at the insertion site but observed no signs of infection. Imaging studies (x-ray and ultrasound) confirmed that the wire was embedded beneath the skin. The patient was discharged at 4:30 am with instructions to follow up with a general surgeon and was prescribed an unspecified oral antibiotic for localized symptoms. At the time of the initial report, the surgical consultation had not yet occurred. Multiple follow-up attempts have been unsuccessful, and the patient¿s current status remains unconfirmed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.